Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary.

Event description:
Tip of corail threaded stem extractor broke off while attempting to extract corail stem. Surgical delay of 5 minutes was experienced. No adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.